Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they recently experienced a blood glucose level of 45 or 49 mg/dl. Caller also reported large differences between sensor and blood glucose levels. Troubleshooting was declined. The insulin pump was not replaced or returned for analysis.